Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. The cooling alarm was on, endcap was cracked and the cable had black mold. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed as the evaluation showed that the unit was inoperative. The coliform, transducer, housing cable and end cap were replaced. The handpiece was recalibrated.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece was not functioning and requested to have it repaired. There was no known patient injury nor delay in surgery.